Event description:
The daughter-in-law of a female pt contacted lifecor customer support to report that her mother had passed away. She stated the death was cardiac related and that the pt was wearing the equipment while in the hosp.

Manufacturer narrative:
Device eval: all the equipment was fully functional. It was refurbished, retested and restocked. Conclusion: a woman reportedly died in 2009 while wearing the lifevest. The holter data was reviewed, and there is no evidence of an arrhythmia or asystole prior to battery removal. Although the pt's heart rate began to slow during the final hour of lifevest use, the pt did not become bradycardic, as her rate did not drop below 40 bpm. It appears that the battery was removed before the pt died.